Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right and left common femoral arteries using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first three prostyle devices were used without issue. Reportedly, the fourth prostyle device did not grasp the vessel correctly and the thread [suture] was unable to be pulled back to tighten it [suture retrieval issue]. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to an 18f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.